Event description:
The customer reported that following a diagnostic catheterization procedure, an attempt was made to deploy a vasoseal es device. The dopler was unable to retract the j segment and the fully deployed j segment was through the sheath. It was noted by a staff member who was present that the deployer was struggling while attempting to deploy the collagen plugs. Two plugs were deployed, however, when the sheath was removed from the pt, part of the sheath remained in the pt's groin. The physician removed the sheath material with hemostats and noted that the collagen was still inside of the sheath. The site was then closed with pressure dressing and a femostop.